Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the white piece that comes in the temporary pacing kit (locks tpm catheter to sheath)" broke while in use on a patient after the pacemaker was inserted. No report of medical intervention. No report of patient harm or injury. Patient status reported as "fine". Associated MDR 3010532612-2022-00449.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the white piece that comes in the temporary pacing kit (locks tpm catheter to sheath)" broke while in use on a patient after the pacemaker was inserted. No report of medical intervention. No report of patient harm or injury. Patient status reported as "fine". Associated MDR 3010532612-2022-00449.